Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant med products: pinn mar neut (B)(4); 121928052.

Event description:
Event or product problem outcome luxation of a pinnacle liner out of the pinnacle shell. The patient had bended forward, felt something gliding and heard a kind of crack. This had happened before only this time there was a lot of pain and the feeling that something was terribly wrong. Describe the 'damage' or 'other' outcome revision surgery was necessary, surgeon replaced the pinnacle system by a system of the describe event patient fell from her bicycle on her right hip and felt pain in her left hip. Competitor- patient information: (B)(6), birth date (B)(6); (B)(6), gender female ; (B)(6), weight (B)(6); (B)(6), height 1.74 meter; date the event, if different from date of procedure/surgery: primary surgery: (B)(6) 2010; revision surgery:(B)(6) 2018.